Event description:
It was reported that the patient experienced a ventricular fibrillation episode and two non-sustained events. The events coincided with the day and time the patient was undergoing plastic surgery on an old incision. Cautery was used during the surgery which resulted in noise detection on the right ventricular lead, because during the surgery, the detections were not turned off and no magnet was used. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.